Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr 5.7 and 1.1. Therapeutic range: unk. The time between testing was ten (10) minutes. Reportedly, the pt's finger was "milked". There was no reported adverse pt sequela. There was no additional info provided.